Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was completed using a balloon from another company. The cause of the hole in the balloon was not determined, and there were no issues or evidence of tampering with the device packaging upon delivery. Balloon damage was noticed while air was being purged during setting, prior to use. It is unknown whether any preparation was performed before the damage was seen or the exact location of the balloon leak. The event occurred before the balloon was used, and the balloon was inflated and deflated once. The contrast ratio, injection rate, and type of syringe used are unknown. The balloon was flushed as indicated in the IFU, but the method used for deflation and whether contrast was observed leaking during inflation are unknown. The event occurred during setting, and no kinks were observed on the catheter during use.

Event description:
Medtronic received a report that a hole was found in the hyperform balloon during preparation. Immediately after air was released according to the instructions for use at the time of opening, the balloon did not expand. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.